Event description:
It was reported that since implant, this right atrial (ra) lead exhibited varying pace impedance measurements including high out of range pace impedance measurements greater than 2,000 ohms. The lead remains in service. No adverse patient effects were reported.